Event description:
The consumer stated she inserted the tampon but she did not see the string. She pulled out the applicator and noted the pledget was not inside of the applicator. She then noted a red mark on the applicator as she took it out. She stated it was dried out and not fresh.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed included: manufacturing, quality audit, production, raw material and device history records. The assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. The consumer returned the sample (B)(4) 2012. A review of the sample was performed. Red marks were noted on the outside of the tampon wrapper and tampon barrel. Seven additional unopened tampons presumably from the same lot were returned, opened, and no red marks were noted on the wrappers or applicators. All were sealed in wrappers and had pledgets. The complaint sample was sent on (B)(6) 2013, for forensic testing by an outside lab and the presence of female blood was confirmed (report dated (B)(6) 2013). The dna in this blood sample did not match the dna in any of the other complaint blood samples also submitted to the lab for analyses. The source of the blood has not been determined. The investigation is ongoing and CAPA (B)(4) has been opened to further track the ongoing investigation. A previous health risk assessment (hra) for dried blood on applicator was completed (B)(6) 2012 which concluded the overall risk of infection due to an applicator contaminated with dried blood was low and the probability that contact or use of the device would cause a serious adverse health consequence is remote